Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided once available.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue in the air/water (a/w) channel and auxiliary water channel, and a foreign object in the ks-mouthpiece (mouth piece guard). There was no patient involvement.